Event description:
A (B)(6) year old male patient underwent electrophysiology study and ablation on (B)(6) 2018. A percutaneous access was performed via the right and left femoral artery. Two 8fr sheaths and one 9 fr sheath were inserted through the right femoral vein without difficulty. The patient tolerated the procedure well. However, during sheath pull, one of the 8 fr right femoral sheaths broke off in half. A cardiovascular surgeon was consulted and successfully retrieved the remaining half of the sheath. The sheath was complete and intact. At around 12:55 the patient was transferred to pacu in stable condition. Vital signs were consistent and stable, bp 115/52; hr 60; rr 12: o2 sat 94 percent on room air. No bleeding on hematoma was noted at the right and left groin. At around 15:05 the patient was transferred to room 354-2. On (B)(6) 2018 the patient was discharged home.